Event description:
It was reported that during reprocessing that insulation was damaged on the monopolar cautery instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed insulation was damaged. The main tube insulation exhibited damage along the distal end. Insulation was found with several gouge marks within the area. The marks were short in length and not axially aligned with the tube. The main tube also exhibited a couple of different damaged sections with tube insulation removed. Engineering concluded the damage may be due to misuse. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.